Event description:
Additional information received reported that the device was placed on the collar bone, so the patient had to have a second surgery to move it down. It was noted that the surgery took place 10 days after the first surgery. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) and extensions were repositioned. The ins was repositioned because it had been causing discomfort to the patient because it was too close to the clavicle. The ins and extensions were not replaced just repositioned. Follow up reported the patient status was unknown and the patient needed to be programmed. Follow up from the health care provider reported the patient had been programmed and the patient was doing "quite well." No issues.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # va02y9t, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # va0214q, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead.(B)(4).